Event description:
In this event, user went to urgent care to remove ear tip, but they could not get it out. The user guide cautions of potential risk of tip remaining in the ear with follow-up actions. There has been no further information provided by user, after several attempts to contact them concerning the event. Device has not been returned; therefore, no investigation can be completed.

Manufacturer narrative:
We were made aware that our electronic submissions failed and were not received by FDA. A CAPA was opened to address this issue and this report is being electronically resubmitted to correct the error of the first failed submissions (submitted on 08/04/2023). Distributor, importer and manufacturer are under the ws audiology compliance system.